Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not deliver insulin. The customer stated the insulin pump had intermittent insulin delivery. Customer's blood glucose also reached 500 mg/dl. The customer stated they have changed the site, but their blood glucose remained high. The call was disconnected before troubleshooting was completed. The insulin pump will not be returned for analysis.